Event description:
It was reported that the unit experienced an e-1 error and that it started smoking during testing. It was further reported that this event did not occur during a case.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.